Manufacturer narrative:
The insulin pump was received with black display due to broken connector on interface board. Watchdog timeout alarm and the unresponsive button were not verified due to black display. The device had minor scratched display window.

Event description:
It was reported that the customer had a watchdog timeout alarm on the insulin pump. Customer stated that they were unable to review the alarm history and the keypad was unresponsive. Customer was unable to clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time